Event description:
It was reported that device migration occurred. Vascular access was obtained via the femoral artery and the target lesion was located in the left iliac vein. A 14x60x120 epic stent self expanding was advanced for treatment. However, during the procedure, the stent jumped and was dislodged in the right iliac vein. Furthermore, the stent migrated into the inferior vena cava. The stent was successfully removed. The procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient status was stable.